Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and hardware part replaced. B01,c02,d02 are applicable the component was returned to the manufacturer for analysis. Analysis concluded could not be confirmed as related to the mvs itself. However, the ups failed visual inspection. Diodes within the ups showed signs of electrical overstress, preventing bench testing from being completed. The ups is deemed faulty and is likely the root cause of the power issue. B01,c02,d02,g02027 are applicable the component was returned to the manufacturer for analysis. Analysis confirm reported complaint; two fuses were returned. Continuity testing shows one of the two fuses was open/ blown b01,c02,d02,g0201202 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000186r, serial/lot #: (B)(6), product ID: bi71000522, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that it was reported that the power could not be turned on for the mvs (mobile viewing station). Mvs fuse breakage confirmation (caused by ups). Patient was present. There was no surgical delay and no impact on patient outcome.